Event description:
It was reported that the caller has a pump that the children's hospital uses on different pts. The pump had an expected restart alarm and a displayable history check failed on startup alarm. It was explained that troubleshooting could not be performed for the alarm since they do not have the information on the pumps. Customer works in the biology department and nurses are the ones that handle the pumps. She will have the nurses contact medtronic. No further information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.